Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the opticross hd vascular imaging catheter batch 34897562 device. A visual and microscopic examination was performed. It was observed that the imaging window, drive cable and sheath were found twisted and entangled with a non-boston scientific guidewire. Also, the sheath was kinked, and the guidewire exit port was lifted. Product analysis confirmed the allegation of guidewire entanglement due to the found twists. The sheath kinks could have contributed to the event.

Event description:
It was reported that the guidewire became entangled with the catheter. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During procedure, the guidewire wrapped around catheter. Procedure was completed successfully by removing catheter and using new guidewire and catheter. There were no patient complications.

Event description:
It was reported that the guidewire became entangled with the catheter. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During procedure, the guidewire wrapped around catheter. Procedure was completed successfully by removing catheter and using new guidewire and catheter. There were no patient complications.